Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing cylinders and pump were explanted and a new full system was implanted; the existing reservoir was deactivated and left in place. Upon explant a hole was noted in the cylinders. There were no patient complications reported.